Manufacturer narrative:
Smith & nephew received the above reported complaint for leakage at connection of soft port. Although the kit lot number information was provided, no pictures or samples were provided for evaluation. The complaint is deemed inconclusive since without samples or pictures for evaluation showing the defect experienced by the customer; it is very difficult to determine a definitive root cause of the complaint with the information described. There is no indication that negative pressure therapy was interrupted or that there was no flow of exudate from the wound site to the canister. Possible root causes for leaks may include inconsistencies such as creases, crevices or skin folds within the dressing or leak at the quick click connector due to misaligned o-ring. The soft port design includes the control leak pathway (or clp) which admits air into the top layer of the soft port to be delivered to the wound site to allow for negative pressure to facilitate removal of fluids and exudate. The soft port is tested for leak test assembly and the specification is a leak rate of less than 0.015 liters per minute. If there is a leak that is within the specified limit, the system will not alarm. The results of the complaint investigation were inconclusive as we were unable to determine the causation for the problem reported with the information provided. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labeling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: audible leakage at connection of soft port but system is not giving leakage alarm.